Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was functional. Customer was also unable to confirm if they had a bent cannula as the customer did not want to remove their infusion set at the time of the call. Troubleshooting could not be completed as the customer did not have a tubing clamp available. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.